Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, when severing the tissue with gst60g on the first firing, after fired, noted some staples malformed with straight leg. Changed the new reload to continue the surgery. Enteroenterostomy was performed using ecs29a, after fired, noted that some staples malformed with irregular shape. Another device was used to complete the procedure. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2020. Additional information was requested, and the following was obtained: did the patient undergo any preoperative radiation or chemo therapy? No. What anatomical structure was the device fired on? Rectum. Were there any unusual sounds? No. What buttressing material was used? None. Did the surgeon wait 15 seconds prior to firing? No.